Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported multiple implant failures, corresponding to different patients. No further clinical information was supplied in this complaint. The clinician complaint included the following products: cat# lot isps0860, 7675102. Ils0842, 7537765. Ils0842, 7652620. Ils1035, 7564633 .ils1338, 7767003. Isps1160, 7595701 .isps1342, 7750407. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.